Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false positive campylobacter patient result was obtained. Sample was repeated and was negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: pch, pci. D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using bd max enteric bacterial panel kit (ref. (B)(4)) from an unknown lot was performed by the complaint¿s history review. Customer reported that a sample was positive for a campylobacter spp. Target but upon repeat it was negative. Despite multiple attempts made to receive information from the customer, no data or lot number was provided for the investigation. Without data, bd is unable to identify the cause of the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results while using bd max enteric bacterial panel kit. The root cause of the customer issue was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since trend was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false positive campylobacter patient result was obtained. Sample was repeated and was negative. There was no report of patient impact.